Event description:
Reporter called and repeated the er1 message at lease once. Reporter retested successfully but cannot recall result. Reporter stated she felt "...a little high". Reporter doesn't check the confirmation dot and has never seen the "hi" reading.